Event description:
It was reported that during pre-testing of the pruitt f3 carotid shunt, leakage was observed at the stopcock joint. The device was not used on the patient. No patient injury was reported.

Manufacturer narrative:
The video provided confirmed the report. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.